Manufacturer narrative:
(B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that a loose minicap was connected to the transfer set. There was a mark on the rim of the minicap which appeared to be a crack with iodine staining on the outside of the minicap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap disinfect cap was cracked which resulted in an iodine leak. The cracked minicap was discovered during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.